Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module¿s internal battery clip and top housing being damaged were confirmed, as both components were observed to be damaged upon the unit¿s arrival at the european distribution center. The returned power module's (serial number (B)(6) damaged components were replaced with new components. Then, the unit was functionally tested and was found to perform as intended. Preventive maintenance was performed, and the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Incidental finding: damaged ground pin in system monitor connector port. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 22nov2010. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module internal backup battery clip was damaged as well as the top cover. The power module was removed from use.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.